Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged one day post implant via x-ray and exhibited loss of capture (loc). The patient experienced muscle stimulation. A lead revision to reposition this lead was unsuccessful. The lead was explanted and replaced with a new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.